Event description:
It was reported that a not connecting and lost connection issue on tandem pump occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The sensor was inserted into an unknown insertion side on an unknown insertion date. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a not connecting and lost connection issue on tandem pump is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).